Manufacturer narrative:
(B)(4). The customer declined to have the ventilator repaired. Covidien, now medtronic was not authorized to service the ventilator.

Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
Report received that an 840 ventilator shut down during patient use. Additional patient information has not been provided by the customer.